Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had underfill. The following was reported, "material no. 367861, batch no. 8249529 -rcvd phone call wanting info for 2 tubes (367861 & 367988) that were showing little to no suction when attempting to collect blood. "Phlebotomist have experienced no suction when using edta & sst vacutainers. Occurence was reported 03/01, 03/04, 03/05, 03/06, 03/07, 03/08 and 03/11; each day had 12 occurences. 10 or so unused product is availabel for send out. Tube was never sent out for testing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had underfill. The following was reported, "material no. 367861, batch no. 8249529. Rcvd phone call wanting info for 2 tubes (367861 & 367988) that were showing little to no suction when attempting to collect blood. "Phlebotomist have experienced no suction when using edta & sst vacutainers. Occurence was reported 03/01, 03/04, 03/05, 03/06, 03/07, 03/08 and 03/11; each day had 12 occurences. 10 or so unused product is available for send out. Tube was never sent out for testing."